Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery multiple times. The customer stated that he did not have any new infusion set to perform a set change. He stated that he was getting drops from the infusion set and was advised that the issue may have been related to the insertion site. The blood glucose reading was 240 mg/dl. He advised that he would treat manually until he was able to get home and change the entire infusion set. Nothing further reported.